Event description:
A 26mm x 15 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's proximal non-aneurysmal aortic neck diameter measured 22mm; the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 165mm. Iliac vessel morphology is unknown. The patient has a history of diabetes. It was reported that the aneurysm was repaired successfully and without difficulty, however the completion studies showed a type ii endoleak and excellent renal opacifications. Although the stent graft may partially cover the left renal artery. It is reported that the patient is scheduled for a 1-month post-procedure CT scan and possible embolization. The CT scan has not been performed; therefore, further information regarding the need for embolization is pending. It was reported that the patient was in stable condition and no additional clinical sequelae has been reported related to this event.